Event description:
After an implantation period of approx. 44 months, it was reported that the device could not be interrogated. The ICD was explanted.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error. The ICD underwent an electrical test. Matching the clinical observation, it turned out that the device could no longer be interrogated. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached. The analysis of the current uptake of the electronic module showed a power consumption that was intermittently slightly increased. However, these findings are with high probability not the cause for the discharged battery and the resulting inability to interrogate the ICD. Therefore, the battery was returned to the manufacturer for an extensive analysis. The production documents of the battery were reviewed and documented that there was no deviation of the battery parameters from the specified values during the manufacturing process. The battery was opened and visually inspected. The visual inspection detected a specific form of lithium deposit (lithium plating). This enabled an increased battery-internal self-discharge, which contributed to an early battery depletion. Please note that this ICD is affected by the corrective action in the field, bio-lqc, introduced in march 2021.